Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient presented with back pain and leg pain, and with the following preoperative diagnoses: l3-4 degenerative spinal stenosis and spondylolisthesis. Status post l4-5 posterior lateral fusion. She underwent the following procedures: l3 and l4 decompressive laminectomies with bilateral l3-4 facetectomies. Right l3-4 transforaminal interbody fusion with a 10 x 26 cage, morcellized bone graft and rhbmp-2. Removal of l4 and l5 pedicle screw instrumentation. L3 to l5 segmental posterolateral fusion with pedicle screw fixation and mocellized bone graft with rhbmp-2. 5. Local bone autograft harvesting. Single incision posterior 360 degree lumbar fusion. As per op notes, ¿¿ the transverse process at l3 and the fusion mass at l4-5 were then decorticated on both sides. Strips of bmp were layered with morcellized bone graft in the lateral transverse process spaces. Then the pedicle screws at l3 were placed¿ then, a 10 x 26 trial was fit into the disk space. It appeared the appropriate size. Morcellized bone graft and bmp was then packed into the disk space. Then, a 10 x 26 cage was filled with bmp and countersunk in the disk space. Then, a fat graft was placed over the back of the cage¿¿ the patient tolerated the surgery well. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.